Event description:
Placed 2/18/98. On 3/26/98 drug leaked from catheter during infusion. Chest x-ray was done which confirmed the leakage. Removed & replaced.

Manufacturer narrative:
Implicated product is 4.2 fr. Single lumen pediatric catheter with tissue ingrowth cuff in peel-apart percutaneous introducer system. Product received for eval is 4.2 fr. Catheter. Device is received in two segments. Proximal segment is 11.0 inches long and includes clamping over-sleeve, intermediate tubing and approximately 2.3 inches of 4.2 fr. Tubing. Blood stained tissue ingrowth cuff is located 8.0 inches distal to proximal end and single multi-filament suture is tied around tubing 0.4 inches proximal to segment's distal tip. Second segment measures 5.5 inches long consits of 4.2 fr. Tubing. Blood clots within this segment's lumen appear as opacities through tubing wall throughout lengh of tubing. Lot history review is not possible as no lot number has been provided. Tactual examination of proximal tubing segment is unremarkable. Dried blood clots from palpable densities within distal segment's lumen. Five to fifty power magnification of proximal segment's distal tip and distal segment's proximal end shows well-defined, clean edges with slightly undulating, striated faces. These characteristics indicate tubing had been severed using sharp instrument such as scissors. User may have done this to render contaminated product non-functional. Mating these severed ends together reveals close match. Patency of proximal segment is demonstrated by flushing and aspirating water with 10cc syringe. No leaks are noted when distal tip is occluded and lumen in is hydraulic pressurized until tubing bulges. Accessing distal segment with 4.0 fr. PICC connector allows easy flushing of clots from lumen. No leaks are noted during hydraulic pressurization of this segment. Microscopic examination of each segment's outer diameter is unremarkable. Complaint of subcutaneous leak is unconfirmed. Tactual, functional and microscopic examination of complaint sample could not locate or replicate any leak(s). Fibrin sheaths can form over catheter's distal tip, encapsulating catheter and on radiographic study may give appearance of leak. Solutions administered through catheter that has been partially encapsulated by fibrin sheath will exit tubing's distal tip, travel back up catheter within capsule created by fibrin sheath. As result, any solution exiting sheath at point along length of catheter may be misinterpreted as leak. Fibrin sheahts can also hinder aspiration/blood return. Fibrin sheaths may be dissolved using available hemolytic medications.